Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and determined the event was due to an obstruction in the tubing. The field service representative flushed and reconnected the ise bath tubing and replaced the tubing to the internal standard which resolved the issue. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c501 analyzer. The event involved two patients with a total of two erroneous results for ion selective electrode (ise) sodium and one erroneous result for ion selective electrode (ise) potassium. The patients' ages, genders, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.